Event description:
Report received from (B)(6), stating that the device had damaged bearings, vibration and heat. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).